Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was interrogated and found to be in safety mode. The health care professional wanted to know if the pacemaker could be programmed back to previous settings. Boston scientific technical services (ts) discussed that the pacemaker needs to be replaced as it is not possible to program out of safety mode. Fault codes were also triggered. Ts noted that there could be something wrong with the device function but engineering analysis was needed to determine root cause of the fault codes. The health care professional will discuss the case with the physician. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be operating in safety mode. Review of stored memory verified that the device experienced three system resets which resulted in the device entering safety mode. The device was taken out of safety mode and exposed to simulated heart load conditions to test the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis confirmed the reported clinical observations.